Event description:
During generator and lead replacement for high impedance (MFR. Report # 1644487-2014-03149), high impedance was observed again after a new generator and lead were placed. It was reported that the surgeon placed the new electrodes on the nerve above the previous electrodes and scar tissue, but that device diagnostics were high. The lead connection was checked and the pins were confirmed to be fully inserted into the generator header. The neck site was properly irrigated. The surgeon decided not to proceed with surgery because he believed that the high impedance was a result of scar tissue on the nerve. The new generator and lead were explanted and the patient was closed with no vns implanted. The generator and lead are expected to be returned for analysis, but have not been received to date.

Event description:
The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Manufacturer narrative:
Lead pin not fully inserted due to observed location of a single setscrew mark located at the end tip of the connector pin observed during analysis.

Event description:
Analysis for the generator was completed. The reported allegation of high impedance was not duplicated. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis for the lead assembly was completed. The reported high impedance allegations were not verified. However, the location of a single setscrew mark located at the end tip of the connector pin suggested that the lead connector was not inserted completely. The lead connector was inserted in a representative pulse generator header and no anomalies that could prevent proper insertion were identified. Also, the lead connector was inserted completely in the pulse generator returned with the lead with no anomalies identified. The overall length of the returned lead assembly was within tolerance for a full lead assembly. Dimensional measurements were performed and all of the dimensions were within tolerance. Other than the above mentioned observation and typical wear and explant related observations, no anomalies were identified in the returned lead.